Manufacturer narrative:
Additional information reported from the complainant regarding subsequent use of the inratio meter was as follows: yesterday they compared 4 samples to their lab. See scan table. These numbers show that the meter and strips are performing as they should.

Event description:
An afib patient was tested in 2004 and the inr was 1.4 twelve days later, it was 3.0 and the next month, it was 1.4. This day it was noted that his lip was cut in the morning and was still bleeding. The dose was to be adjusted as his target range is 2 to 3 inr. He was instead asked to go to his physician. There he admitted to not feeling well and had black stools for a few days. He was admitted to the hospital and the lab reported the inr of 21.0. Talking to the cardiology nurse director, it was noted that along with coumadin the patient is on amiodrone also, but his inr has been managed with this combination for a long time. During trouble shooting, it was uncovered that his hematocrit was reported at 19% at the lab. It was pointed out by cardiology nurse director, that this hematocrit is outside our limitations of the strips. She was directed to the package insert. Cardiology nurse director had tested herself on the meter getting 0.8 inr.